Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 15.0 mg/ml at 7.196 mg/day and bupivacaine 10mg/ml at 4.798 mg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included post-lumbar laminectomy syndrome. On 19-nov-2019 it was reported that the patient claimed to have experienced a reduced quality of therapy. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was catheter aspiration and visual examination during the pump replacement surgery. The actions and interventions taken to resolve the issue was replacement as the patient demanded a catheter replacement. The physician replaced it per her request, however, we found no evidence of an issue with the catheter via aspiration and visual examination. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.